Event description:
It was reported that during an unrelated procedure, the strain relief on realize band has pulled away from locking connector. The surgeon elected to cut the strain relief off laparoscopically and removed it rather than replace the port. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Device remains implanted.